Event description:
The customer observed discrepant hemoglobin results, for one patient while using the cell-dyn 1700 analyzer. The customer provided the following results: initial: 7.5 g/dl, retests: 6.6 g/dl, 12.9 g/dl, 12.9 g/dl. No additional patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, additional contact with the customer, a search for similar complaints, and a review of labeling. Abbott customer service and support contacted the customer who reported that the instrument was no longer in use and no patient data was available to aid with the investigation. The customer stated that the instrument was not available for further investigation. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the information available a deficiency of the cell-dyn 1700 instrument was not identified. Device not available.

Manufacturer narrative:
Incorrect or inadequate test results; (B)(4): no consequences or impact to patient; (B)(4) - an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.